Manufacturer narrative:
Results and conclusion summation- vessel trauma, including perforation, is a potential hazard described in the IFU and is not generally associated with a guide wire quality issue.

Event description:
Reporting status: serious injury. Reporting rationale: life-threatening event requiring intervention. Device issue: none. It was reported via an article that the pt underwent pci for acute st-segment elevation mi. A subsequent stent occlusion was treated by add'l proximal bare-metal stenting. Since a standard guide wire did not pass the occlusion, a pilot 50 was used for the intervention which was completed successfully. In addition to heparin, aspirin and clopidogrel, the pt rec'd an i.c. Bolus and continuous IV infusion and was monitored in the ICU. One hr after the intervention, the pt developed cardiogenic shock. Echocardiography indicated a significant pericardial effusion causing cardiac tamponade; pericardiocentesis was performed. Under ongoing resuscitation maneuvers, the pt underwent coronary angio which revealed a leakage of x-ray dye from a distal diagonal branch segment. Most likely this type iii perforation was caused by the pilot 50 guide wire during the previous pci. Prolonged balloon dilatation could not stop the leakage. A small balloon was introduced, inflated and the wire removed. The hemostatic glue was rapidly injected through the wire lumen of the inflation balloon. After flushing, this was followed by a rapid injection of thrombin which was brought into a 1 ml solution together with calcium chloride. After deflation and removal of the balloon, the angio indicated closure of leakage. The remaining pericardial effusion was drained. The pt recovered quickly without significant residual cardiac dysfunction. No add'l event or pt info is available.